Event description:
The customer reported that the device power cycled when in use. There was no adverse patient impact reported.

Manufacturer narrative:
(B)(4): the customer reported that the device power cycled when in use. There was no adverse patient impact reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.